Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of pocket stimulation during a routine follow-up. Further analysis and an x-ray revealed the right atrial (ra) lead had dislodged and migrated into the surgical pocket, leading to stimulation. As result, the patient underwent a procedure wherein the lead was explanted and a new ra lead was implanted. No additional adverse patient effects were reported.